Event description:
Boston scientific crm received information from the local representative that this patient had a prior history of device reposition due to migration. The patient was seen by the physician on august 20, 2009 and the device had migrated again. Due to an impending erosion, the physician has elected to replace the device. The patient is a weight lifter and the larger device continued to migrate in the pocket.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.